Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box shows ¿cs064-0008¿ alarm on (B)(4) 2014. Investigators were unable to verify steps and to adequately investigate reported ¿cs064¿ complaint. The pump powers ¿on¿ with an unresponsive keypad. Moisture ingress is observed inside the pump on the display screen. The pump¿s case was removed, moisture corrosion was found inside the pump to the force sensor circuit, the motor flex connector, and to the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.